Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2010 and right total hip arthroplasty on (B)(6) 2011. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012 due to patient allegations of pain. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to hip effusion, elevated metal ion levels and possible metallosis. The operative notes confirm that the acetabular cup, taper adaptor and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure and patient blood test results, which were unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 7 mdrs filed for the same patient (reference 1825034-2012-02557 & 1825034-2013-03619 / 03624).

Event description:
Patient's legal counsel reported patient underwent total hip arthroplasty on (B)(6) 2011. Subsequently, legal counsel for patient reports patient was revised on (B)(6)2012 due to patient allegations of pain. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.